Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 2nd overdischarge was suspected. It was unknown if a physician mode recharge (pmr) was performed. There were no patient symptoms reported. The patient was alive with no injury at the time of this report. It was noted that the patient had not used and charged for months. Diagnostic testing and troubleshooting were going to be performed in the future, but the patient forgot about the appointment with the manufacturing representative. They were going to meet at the patient¿s next doctor¿s appointment on (B)(6) to investigate. No interventions or outcome were reported regarding this event. On (B)(6) 2014 it was reported the patient met with the manufacturing representative. The patient was not overdischarged. She was able to use the antenna locate feature to get her charging. She was able to fully charge her battery. The patient checked the implantable neurostimulator (ins) with her patient programmer (pp) with the sync key. It displayed a power on reset (por) message. A manufacturing representative helped the patient over the phone to clear it using the sync key. She was now feeling adequate stimulation. The patient was educated on keeping her battery charged at all times and she verbalized her understanding. On september 23, 2016 the consumer reported via the manufacturer's representative (rep) they would fully charge the implantable neurostimulator (ins) in less than an hour daily, and would use stimulation for two or so hours, and then the ins would be depleted so stimulation turned off. It was noted the consumer had been recently reprogrammed to high definition settings on (B)(6) 2016 and also had a history of overdischarge 2013 with it potentially lasting greater than six months. It was noted that prior to receiving hd settings the consumer wasn¿t getting pain relief, but since receiving hd settings they were being helped. It was reviewed that given the consumer¿s settings the recharge frequency would be 1.5/1.1 days, with the calculation not taking past overdischarges into consideration. Recharge statistics taken from the clinician programmer showed that on (B)(6) the device was charged for 1.3 hours to 100%. On (B)(6) the consumer charged for 0.1 hours to 100%. On (B)(6) they charged for 0.6 hours to 100%. On (B)(6) they charged for 0.6 hours to 100%. On (B)(6)they charged for 1.9 hours to 100%. It was noted that since being recently reprogrammed the consumer¿s stimulation use had been limited because after charging the ins it would discharge, with the consumer mentioning on (B)(6) they used stimulation for about five hours after they were reprogrammed, but after that they were only able to use stimulation for two hours at a time because the ins was discharging. The clinician programmer diary showed that on (B)(6) stimulation was used from 11:30-3 and then showed low battery after that. The consumer then recharged and there was further stimulation use between 11:00 p.m. And midnight. On (B)(6) stimulation was used from 1:15-3:00 p.m. And then showed low battery so the consumer recharged around 9 p.m. That day. On (B)(6) the consumer used stimulation from 9:00-10:15 a.m. And then showed low battery so the consumer recharged around noon. On (B)(6) stimulation wasn¿t used but the device was recharged in the evening. Review of the recharging statics from the device showed that on (B)(6) the device was charged from 29% (3.725 volts) to 80% (3.920 volts) in 37 minutes, and then it was discharged down to 11% (3.675 volts) less than 3 hours later. It was noted hd programming couldn¿t discharge the battery as fast as they were seeing, and the only thing that would cause the battery to recharge that quickly was high internal battery impedance caused by a lengthy overdischarge. The rep. Later reported engineering felt the battery¿s age, reduced capacity due to overdischarge, and current energy parameters were all factors leading to a quick discharge. The physician was going to suggest a new ins if the higher frequency was the only therapy the consumer could tolerate since they didn¿t tolerate a lower frequency range of 20-100 hertz. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.